Manufacturer narrative:
Date of report: 26nov2018. Date received by manufacturer: 19nov2018. The customer replaced the power management printed circuit board assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The unit was back in service.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 13nov2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a 35 volt failure. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified; estimate used.